Manufacturer narrative:
D1 (brand name) has been updated. Asae / major bleed: the cause of the access site adverse event was most likely a use error, as the perclose device reportedly failed during explant. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the left femoral artery to support the 70-year-old male patient admitted in with acute myocardial infarction and cardiogenic shock, in scai stage c shock. There was no other medical history shared. On the 6th day of support, the patient was bridged to impella 5.5. While removing the cp, hemostasis was unable to be achieved with perclose x2. An emergent cutdown was performed and hemostasis achieved with surgical repair of left femoral artery. It was noted the perclose went completely through the vessel and was the source of bleeding. The patient received an unknown amount of blood products. Bleeding and vascular injury are known risks associated with impella cp support as described in the instructions for use.